Event description:
It was reported that the patient underwent cervical fusion c5-c6-c7. There were no noted complications, and the patient ceased having blackouts. On (B)(6) 2010, the patient underwent l4-l5 decompression and foraminotomy. There were no noted complications, but the patient had no relief from pain post-op. The patient became depressed and suicidal. She underwent many rounds of steroids and many injections for her pain. On (B)(6) 2010, the patient underwent a lumbar fusion. There were no noted complications, but the patient had no relief from pain post-op. In (B)(6) 2010, the patient slipped and fell, and began to have headaches again. She presented to the surgeon who took x-rays of the neck. The surgeon stated that the screws in the cervical fusion had backed out and recommended a revision surgery, posterior approach. The patient underwent the revision surgery.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.